Manufacturer narrative:
The investigation was completed, with the results summarized below: the root cause for the eleos tibial baseplate loosening could not be determined.[?] It is possible that the alleged loosening could have occurred due to inappropriate tibial baseplate size selection and the failure to utilize a tibial baseplate stem extension in the original surgery. Based upon the review of the device history records, the investigation concluded that the root cause of the loosening was not related to the design, manufacturing, and/or sterilization of the components. The following mdrs related to this case were submitted: 3013450937-2023-00276, 3013450937-2023-00277, 3013450937-2023-00278, 3013450937-2023-00279, 3013450937-2023-00280, 3013450937-2023-00281.

Event description:
The tibial baseplate was believed to be loose and was therefore the expected cause of pain experienced by the patient. The surgeon resized the tibial baseplate (size 2), replacing it with a smaller tibial baseplate (size 1). A baseplate stem extension was also added during the revision surgery which took place on (B)(6) 2023. The following implants were revised: tibial baseplate size 2, modular tibial base stem cap, tibial hinge, distal femur axial pin, and tibial poly spacer. The following implants remained implanted: right distal femur , cemented segmental stem, and male-female midsection.

Manufacturer narrative:
The investigation in progress, additional information for this event is not known at this time, if additional information is received, a supplemental report will be submitted accordingly. The following mdrs were submitted (list out each component): 3013450937-2023-00276, 3013450937-2023-00277, 3013450937-2023-00279, 3013450937-2023-00280, and 3013450937-2023-00281.

Event description:
Tibial component was loose and therefore causing the patient pain. Dr. Decomas resized the tibia and added a longer stem. The patient underwent a revision surgery on 25 october 2023 where the following eleos implants were revised: tibial baseplate size 2, modular tibial base stem cap, tibial hinge component, distal femur axial pin, segmental stem cemented, tibial poly spacer. The patient's original surgery was on 27 august 2018, the following implants remain in the patient: distal femur right and male female midsection 50mm.